Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. Indications for use were intractable spasticity and head/brain injury. It turned out it was not the pump. It was noted that the reporter thought the patient was used to walking with some tone and when they removed the tone (by increasing the dose) the patient did not know how to walk without spasticity. Now the patient had no tone and was learning to walk without tone with aggressive physical therapy. The healthcare provider (hcp) felt there was no issue and it was his change in tone that would require more therapy to teach him to walk faster again. It was believed there was nothing wrong with his pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported there was a catheter migration/dislodgement. A dye study was performed as diagnostic testing. The patient had lost some of his efficacy. The healthcare provider (hcp) was ruling out all other causes such as urinary tract infection, etc. The hcp noted that on the x-ray the catheter seemed to be two levels higher than before in the thoracic or cervical area. The hcp was wondering if the catheter location could account for the loss of efficacy. The patient status at the time of this report was alive no injury. The patient experienced increased spasticity. The drug being delivered via the device system was baclofen. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.